Event description:
A hospital nurse contacted fresenius technical support for a patient line blocked message. Technical support advised to close all clamps and turn the cycler off until the pdrn came in. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown. However, there is no allegation of a device malfunction or deficiency reported for the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the event reported in MFR 2937457-2021-01717 was reported by a hospital nurse inquiring about a cycler alarm and there was no alleged adverse event, and no reported medical intervention that was attributed to the use of a fresenius device or drug. Additionally, there was no allegation or evidence of a reportable machine malfunction or of the machine failing to perform as expected in relation to the event. There was no patient identified and the cycler belongs to the acute facility, no reportable malfunction, serious injury or death event indicated in the original call script and there is no reportable event related to fmcrtg products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2021-01717.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown. However, there is no allegation of a device malfunction or deficiency reported for the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A hospital nurse contacted fresenius technical support for a patient line blocked message. Technical support advised to close all clamps and turn the cycler off until the pdrn came in. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown. However, there is no allegation of a device malfunction or deficiency reported for the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.